Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the bedside board was charred. The cause of the inability to power on is the damaged bedside board. The root cause of the damaged board cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.